Event description:
Pt experienced white spots on gums and skin. Pt had trouble having bowel movement. Upon having bowel movement, at looked like a white piece of chicken with blood. Pt went to ER. Pt went for emergency surgery and physician found a foreign substance resembling silicone on outside of colon. Colon was necrotic in that area. Area removed, physician thought it was cancerous. Biopsy negative. Pt was misdiagnosed with cancer, and will now have a colostomy for the rest of her life. Both implants are ruptured.